Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx220mmx150cm sterling¿ balloon catheter was advanced to dilate the lesion. However, upon inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and a 6.0-100/3.8t/150cm sterling¿ balloon catheter was used and completed the procedure. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 65mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx220mmx150cm sterling¿ balloon catheter was advanced to dilate the lesion. However, upon inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and a 6.0-100/3.8t/150cm sterling¿ balloon catheter was used and completed the procedure. No patient complications nor injuries were reported.